Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 250 (mg//dl). Reportedly, the customer believed stress and an infection contributed to their elevated bg levels. The pump was used to deliver corrections and the customer's bg levels stabilized to target range. Recommendation was made to consult with a health care provider to discuss diabetes management.